Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had issues with their insulin pump. It was reported that the pump had button error and unresponsive keypad. It was reported that the pump was cracked at the top of the pump along the length of the battery tube. No further information provided.

Manufacturer narrative:
No unexpected button error alarms or stuck button alerts were noted during testing. The pump was received with intermittent button response on the select button due to moisture damage on the keypad traces. The pump was received with a cracked case on the battery tube area. The pump was received with a scratched casing, minor scratches on the lcd window, a missing display window cover, a pillowing keypad overlay, cracked battery tube threads, a peeling end cap address label, corrosion on the force sensor, moisture damage on the motor assembly and moisture damage on the electronic assemblies.